Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "jaw was misaligned." Failure analysis found the primary failure of bent grip tips to be related to the customer reported complaint. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.031¿ offset at the tips. Additional finding not reported by site: the instrument was found to have indentations on the bipolar yaw pulley with material potentially removed. .

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps jaws were misaligned. The same instrument was reseated and used. The procedure was completed with no reported injury.